Event description:
The customer reported a leak on the right side, front diluter section of the beckman coulter - coulter lh 750 hematology analyzer station. The leak also spilled onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event and found small leak on 2.5ul shear valve. The fse was unable to fix the leak; hence ordered replacement parts. The fse replaced the part and the issue was resolved. Shear valves are used to segment diff and retic blood samples and stained retic samples and to align those samples with the appropriate reagent pumps and chambers. The three shear valves, two 31 ul diff/retic blood segment valves ((B)(4)) and one 2.5 ul stained retic segment valve ((B)(4)), are located on the random access module in the diluter. The 2.5. Shear valve may contain stained (retic) blood and diluent.

Manufacturer narrative:
The source of the leak was attributed to 2.5 shear valve. (B)(4).